Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a flow sensor error. Patient involvement information was not provided by the customer. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. The service engineer replaced the flow sensor and the issue was resolved. The ventilator was working normally.